Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. Customer stated that they did not press down button for 3 minutes or longer. Customer stated that insulin pump was not exposed to change in altitude. Customer also reported that insulin pump had crack in case and it was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After inserting a battery, device received with failed battery test due to corrode battery tube. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify button keypad anomaly due to the failed battery test alarm. Device had cracked battery tube threads, cracked case (battery tube). Device p-cap or test reservoir locks in place properly and no anomaly noted. No moisture or damage keypad button during visual inspection.